Manufacturer narrative:
Block b3: exact date unknown, event occurred several years from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient also noted that the ipg overheated during charging and occasionally turned off. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.